Event description:
This is an adverse event recorded on a crf as part of the (B)(6) registry for barrett's esophagus. This patient was enrolled with a non dysplastic barret's esophagus high grade dysplasia (11 cm). After a secondary focal ablation moderate stricture was noted and the patient was dilated. Per the physician the severity of this event was mild and relationship of the event to the device procedure was probable and there was no device malfunction.